Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 19-jul-2024 investigation summary bd received 1 used sample and 1 unused sample were received for review and evaluation. The customer samples were not sent to the manufacturing site, but photos of the used sample unused sample were submitted for complaint investigation. The photos were evaluated and the indicated failure mode sleeve fall off with the incident lot was not observed as all product specifications were met. The used device show the sleeve of the luer adapter detached from the device and trapped in the stopper of a non-bd tube. The competitor containment device (blood collection tube) used in conjunction with our luer adapter and other acquisition products may result in incompatibility due to the design of the closure of the tube. Other stopper designs in rare cases can trap the sleeve, causing it to pull off or be trapped exposing the non-patient (np) needle. Additionally, the photos of the unused sample show a device with the tip of the cannula pierced through the side of the sleeve. Therefore, this complaint can be confirmed for sleeve side piercing. Moreover, 10 retain samples were subjected to sleeve function testing using 30 tubes per needle. All the samples passed testing as there was no evidence of side pierced sleeves, poor sleeve recovery, leakage, or sleeve fall off during the draw. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve fall off. This complaint is able to be confirmed for the sleeve side piercing. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter that the non-patient needle separated and remained in the blood collection tube. There was no health impact or consequence reported.

Manufacturer narrative:
B3. The actual date of event is unknown. The date received by the manufacturer has been used for this field. Bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to the non-patient cannula separating as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of the non-patient cannula separating. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter that the non-patient needle separated and remained in the blood collection tube. There was no health impact or consequence reported.